Manufacturer narrative:
Approximate dates. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient implanted with a neurostimulator. It was reported that the patient had discomfort at the pocket site and developed a pocket site infection in the last 30 days. The caller stated that they did not believe the hcp used the absorbable antibacterial envelope because the facility does not contract that device. It was noted that the hcp was very precise about their procedures. As far as the calling representative knew the hcp could have cultured the infection or explanted the device and assessed the infection. Per the calling representative, the reporting hcp would not divulge more information because they were performing their own investigation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.